Event description:
Review of several still angio images during an intervention confirmed that the aneurx bifurcate was positioned approximately 7cm below the renals. The proximal neck appeared short and conical shaped. An endurant bifurcate was then seen implanted within the aneurx and placed just below the renals, resolving the endoleak and migration. Several aptus coils were also seen implanted near the proximal end of the endurant bifurcate. No other stent graft issues were observed.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. It was reported that a recent CT revealed that the aneurx bifurcated stent graft has migrated distally (angiogram 7.5 cm from lowest renal to the top of the aneurx graft) with a type I endoleak. The stated cause of the migration and proximal type I endoleak related to the patient's anatomy, disease progression with aortic neck dilatation. The physician elected to implant an endurant bifurcated stent graft and the migration and type I endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).